Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 08-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station displayed a login prompt with only two options "cnsapp" and "cnsadmin" and no other login choices were available. A technical support specialist (tss) performed a reboot of the device, which resolved the issue. The device was restarted twice and subsequently began auto logging and launching the application as expected. The customer confirmed the issue was resolved, and the case was marked as closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the machine had a login prompt "cnsapp" and "cnsadmin". The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.